Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a loss of communication and an adverse event. Patient reported experiencing a low event. Patient's wife treated patient with a glucose injection. Patient alleges that patient's wife had to give patient the glucose injection due to the receiver showing "oor" and not his glucose readings. At time of contact, patient is good. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.